Event description:
It was reported that the right ventricular (rv) lead of the pacemaker system exhibited intermittent loss of capture (loc). It was noted that the rv lead was not manufactured by boston scientific. Technical services (ts) assisted other manufacturer field representative with programming. No adverse patient effects were reported. Currently, this pacemaker system remains in service.